Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, externalized conductor was observed under x-ray. The lead was capped and replaced. The patient's condition was stable.